Event description:
Additional information received notes the cause of death was cardiopulmonary arrest. Arteriosclerotic heart disease was listed as a secondary cause of death. Ischemic cardiomyopathy and carotid stenosis were listed as contributing to the death.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. It was reported that the cause of death sudden cardiac arrest. There is no known allegation from a health professional that the death was related to the device.